Event description:
Pt revised due to cysts and osteolysis.

Manufacturer narrative:
Eval was not possible as no product was returned. A search of the complaint database did not find any additional reports for the provided product code/lots. The investigation could not verify or identify any evidence of product contribution to the reported event. The need for corrective action is not indicated. Should additional info be received the investigation will be reopened. Depuy considers the investigation closed.